Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 35 mg/dl. The customer stated their low blood glucose was caused by stress. It was also found the customer's adverse event required the paramedics to be called. The customer's blood glucose rose to 115 mg/dl after treatment with food by the paramedics. Customer also reported their blood glucose reaching over 400 mg/dl one day. The customer was able to treat their high blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.